Event description:
A customer reported that unexpected reactions were obtained for one patient on the capture-r ready identification (crrid) assay on galileo instrument (B)(4).

Manufacturer narrative:
Upon review of the image result files, results appeared as reported by the instrument. Positive results were obtained with the e positive cells on lot id165 with an additional positive cell. Negative results were obtained with the e positive cells on lot id163 with an equivocal result in cell 10 which does not contain the e antigen. Immucor product investigations confirmed the presence of the e antigen on retention capture-r ready-ID, lots id165 and id163. Controls performed as expected and all reagent red cells tested exhibited the expected results. Retention product performed as expected. Unable to rule out a sample-related issue.